Event description:
This is filed for tissue injury. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr) with a grade of 4+. There was atrial dilation, atrial fibrillation, thin leaflets, coaptation failure and anterior flail. A broken chord was detected in the pre-procedure evaluation. There was a regurgitant jet along the entire length of the valve. There was difficulty visualizing in the transition from the atrium to the ventricle and reconciling the 3d and 2d image. The clip delivery system (cds) was advanced and attempted to be placed in the entire central, central-lateral and central-medial region however grasping was difficult and the leaflets were unable to be captured. The clip caused another chord to break therefore the clip was removed. A second cds was advanced and attempted to be placed in the lateral and medial position; however again grasping was difficult and the leaflets were unable to be captured. The clip was not implanted and was removed. No clips were implanted and the mr remained 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced are filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of unspecified tissue injury (broken chord), as listed in the mitraclip system instructions for use IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported positioning failure of leaflet grasping appears to be related to patient morphology/pathology. The positioning failure of inability to capture the leaflets appears to be due to the inability to grasp the leaflet. The poor image resolution was due to procedural conditions. Based on the information provided, the tissue injury appears to be due to procedural condition (grasping issue). The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.